Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It is reported by the nurse of the hospital, that the adapter broke during medical procedure.

Manufacturer narrative:
The device was not received for evaluation. An event regarding crack/fracture involving a hipstar rasp was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: no clinical records were made available for evaluation. -device history review: not performed as the device details were not provided. -complaint history review: not performed as the device details were not provided. Conclusions: the exact cause of the event could not be determined from the information provided. Device analysis is needed to confirm the event and determine root cause. If additional information and/or devices become available this investigation shall be reopened.

Event description:
It is reported by the nurse of the hospital, that the adapter broke during medical procedure.